Event description:
Customer alleged the caster snapped off at the weld where the fork is on the right side. No injury alleged.

Manufacturer narrative:
MDR decision date: (B)(6) 2012. (B)(6) 2012 - (B)(6) - no RMA has been initiated for this issue. The consumer is a (B)(6) female. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the consumer was walking outside when the right side caster allegedly snapped off at the fork weld. The dealer is unsure how it happened, if the consumer stumbled and fell onto the rollator or if the rollator caster broke and caused the consumer to stumble. When the rollator was first ordered the consumer weighed (B)(6), under the (B)(6) weight limitation for this rollator (as stated on the product labeling). The consumer is now (B)(6) over the weight limitation. No injury is alleged.